Event description:
A 77 year old female under going a stress test. Pt. Walked over to treadmill & machine set on manual mode. 1mph 5% grade entered, then 1.7 mph 10% grade & then subsequently 2.5 mph 12% grade. Upon being set at this, the machine made a funny noise & "took off", increasing its speed & grade of its own accord. Buttons on machine froze up & wouldn't work. It also wouldn't print out an EKG reading. Pt. On treadmill feel & had to be admitted to the hospital.